Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report of connection difficulty. The handle of the acusnare connected securely to an active cord from our shelf stock. A visual examination of the electrical pin inside the acusnare handle assembly confirmed the components are appropriate (i.e. No bends are present). The acusnare and active cord connector were subjected to a conductivity test with an ohm meter. The accusnare and connected active cords allows continuous conductivity. (The buzzer of the ohm meter was continuous). When the acusnare was tested with an ohm meter by touching the electrical pin and the snare head, continuous conductivity was achieved. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: a definitive cause for the reported observation was unable to be determined because the product functioned as indented. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our evaluation. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of proper connection to the active cord. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action warranted because the device functioned as intended. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy, the physician used a cook endoscopy acusnare polypectomy snare. The device was advanced through the endoscope into position. The active cord would not connect securely to the electrical pin in the acusnare handle. An attempt to apply current to the acusnare was not made. The acusnare was removed and another acusnare was used with the same active cord to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.